Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-02183.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-02183. Follow up information identified the physician explanted and replaced the patient¿s two leads. The physician also electively replaced the patient¿s ipg at the patient¿s request for a non-rechargeable model. Postoperatively, effective therapy was restored.

Manufacturer narrative:
Concomitant medical products: therapy date for the following concomitant device is unknown at this time: model 3186, scs lead. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-02183. It was reported the patient experienced stimulation that was less than optimal. X-rays were taken, and the physician plans to revise the patient¿s leads.